Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that 7 pen needle autoshield duo 30gx5mm EU leaked during use. The following was reported by the initial reporter: "nurse at an ltc that have been using asd for years emails 16 may reporting the nurse assistants lately have been reporting insulin in safety front shield after injection. Nurse has no possibility to call and give more details until today. Over phone she says this only happens sometimes, and with clear insulin. The nurse assistants somehow feels there is an air bubble involved. Unfortunately they have no used samples where this has occured for us to analyze. However the nurse assistants have handed her half a box of unused pen needles, and say this has happened to a few of the pn in box. Nurse has no possibility to send samples through tnt. I will send her a stamped envelope today and she will send the samples to office (could take a week)."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-21. H6: investigation summary samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined.

Event description:
It was reported that 7 pen needle autoshield duo 30gx5mm EU leaked during use. The following was reported by the initial reporter: "nurse at an ltc that have been using asd for years emails 16 may reporting the nurse assistants lately have been reporting insulin in safety front shield after injection. Nurse has no possibility to call and give more details until today. Over phone she says this only happens sometimes, and with clear insulin. The nurse assistants somehow feels there is an air bubble involved. Unfortunately they have no used samples where this has occured for us to analyze. However the nurse assistants have handed her half a box of unused pen needles, and say this has happened to a few of the pn in box.